Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hyperglycemia with blood glucose (bg) levels of 439 mg/dl following a supply change. The patient was monitored through subsequent supply and site changes and confirmed that bg levels declined to 114 mg/dl later that evening. No hospitalization or medical intervention was required. No long-term health effects were reported.